Event description:
It was initially reported that during an atrial fibrillation procedure the patient had cardiac tamponade and a pericardiocentesis was performed. Biosense webster was informed of the patient injury on (B)(6) 2013. Procedure date was (B)(6) 2013. Follow-up information received revealed that after atrial fibrillation ablation procedure was performed the patient was released to recovery room without any complications. Later in the evening patient became hypotensive. The patient was brought back to the electrophysiology lab. A stryker soundstar was used to diagnose a pericardial effusion. Pericardiocentesis was performed successfully. Patient received a blood transfusion. Patient was transferred back to room without further complications. No extended hospitalization was required. This event is reportable due to the serious injury that occurred to the patient during the procedure.

Manufacturer narrative:
The product involved has been disposed of therefore, product analysis will not be conducted. Concomitant products: carto 3 rmt system, u.s. Catalog# fg560000, serial# (B)(4). Stockert 70 system, u.s. Catalog# s7001, serial# (B)(4). Cool flow pump, u.s. Catalog# cfp002, serial# (B)(4). Manufacturer reference# (B)(4).